Manufacturer narrative:
An investigation is anticipated. A f/u report will be submitted if the investigation results require.

Event description:
During testing at the MFR, it was reported that the device operated automatically without activation. There was no pt involvement and no adverse consequences alleged with this event.